Manufacturer narrative:
This lot meets all release criteria. Two 8f navarre drainage catheters and one locking valve were returned for evaluation. Visual evaluations were performed. The complete catheter was used to demonstrate that it was possible to break the luer hub when attaching the locking valve. The cut catheter was used on the patient and it can be seen that the luer hub is broken and shows the same jagged characteristics on both cases. The investigation is confirmed for connector break/crack. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model nnu8pt drainage catheter allegedly broke. This information was received from a single source. The alleged malfunction involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.